Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass, scratched lcd window, cracked display window corners, battery tube threads, reservoir tube lip and belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the pump had a display anomaly and damage. The blood glucose at the time of the incident was unknown. The customer states they had fallen on the pump and damaged the screen. The customer states that screen is not visible. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.